Event description:
It was reported to philips that the table moved to the reverse trendelenburg position on its own during a procedure. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the table tilted on its own during a case. Upon functional testing fse checked the error logs which didn¿t show any hardware errors associated with this but reported issue was intermittent. The part analysis of the control module was performed which didn¿t show any malfunction. To resolve the intermittent table tilting issue fse replaced the control module. After this the reported issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.